Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 31-may-2021. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor scan and experienced loss of consciousness. Customer was already at hospital, and his vitals were checked, ECG performed, and he was monitored for 24 hours. No treatment was provided. Customer additionally reported he had a catheter inserted in the jugular vein due to unknown medical condition. Sensor readings of 67 mg/dl on (B)(6) 2021, and 201 mg/dl and 42 mg/dl on (B)(6) 2021 were obtained compared to healthcare meter readings of 99 mg/dl, 249 mg/dl and 122 mg/dl respectively. There was no report of death or permanent impairment associated with this event.